Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to the patient experiencing symptoms of positive dysphotopsia accompanied with hazy vision. In addition, surgery time was extended, taking the surgeon roughly 25 minutes to explant the lens as it was difficult to remove, given the patient's physiology. There was no incision enlargement and no vitrectomy was performed. It was further stated that the patient experienced corneal edema which was stated to be slowly subsiding. There were no current patient complications reported. No further information was provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for investigation where on visual inspection the lens sample received was cut in halves. This condition was related to the lens explant process. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment such as during the explant process. No manufacturing defects were found in the returned sample. At manufacture the lenses are 100% measured for diopter power, resolution, and contrast in the measurement inspection quality (miq) equipment. The lens optical properties result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) met optical property inspections. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.